Event description:
It was reported that during a hand surgery the tube got stuck in the hand when pulling it out and had to be removed separately. The surgery was already complete at this point. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as one unpackaged ar-ar-3372-2402, sheath, 2 stopcock for 2.4mm scope, batch number 1576170, was received for investigation and upon visual inspection, it was observed that the weld between the main body and the shaft is broken (see evaluation picture 3). Therefore the shaft has come loose (see evaluation pictures 4 + 5). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to wear and tear due to the age of the device (manufacturing year 2019).